Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, the reported event occurred, due to improper handling. Additionally, the loop at the distal end of the electrode wears out, during use and may break, burn or melt. However, the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer that the tip of the hf-resection electrode "plasmaloop", loop, medium, 24 fr., 12°-30°, esg turis broke off during energizing and fell into the patient's bladder. The broken tip was retrieved fully. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device referenced in this report has not been returned to olympus. Additional information is being requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received. This report has been submitted by the importer under this MDR report number 2429304-2023-00351.

Event description:
The customer reported that the loop started having intermittent error sounds not too long after the transurethral resection of the prostate was started. The loop shot out after it was energized once and was located in the bladder after looking around. The procedure was completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide device evaluation results and correction to the initial MDR with information inadvertently missed. Please see updates to b5, e2, e3, g2, d9, h6, and h10. The electrode portion (w7109995 with lot number 1100441724) was returned for evaluation. A visual inspection on the received condition was performed and it was noted that the loop wire was completely missing; however, it was returned with the electrode. Additionally, a microscope was used to inspect the electrode and evidence of charred marks on the blue and yellow filters from the distal end side was noted. The electrode was kinked and bent. The functionality of the device could not be tested due to the loop wire being missing. There was no other damage noted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. This report has been submitted by the importer under this MDR report number (B)(4).